Manufacturer narrative:
Date sent to the FDA: 11/12/2024 d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent removal surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted small amount of pus in the colostomy and in the incision area from the hernia repair. There were several fascia defects. It was reported that the patient had a removal of 4 foreign bodies from the midline abdominal wound and a stitch abscess on(B)(6) 2013. It was reported that patient experienced nausea and abdominal pain. Other procedure was captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/20/2024. Corrected information: g3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.